Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer ref: 3005334138-2021-00461, 2182269-2021-00062. During a right-sided typical atrial flutter ablation procedure, the patient became hypotensive and a perforation occurred. The physician believed the perforation occurred in the wall of the right atrium while manipulating the catheters as a drop in blood pressure was seen. Difficulty placing both mapping catheters and the ablation catheter was noted. A pericardial effusion was then confirmed via a thoracic ultrasound probe when the ablation catheter was in the patient. A pericardiocentesis was performed in order to stabilize the patient and the procedure was then ended without performing any ablations. There were no performance issues with any of the abbott devices.